Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on 3 september 2013, during night drain cycle one, with a maximum programmed fill volume of 2100ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf) for this therapy. Should additional relevant information become available, a supplemental report will be submitted.